Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. We have received one open and used cassette. Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south africa it is reported that the vets find that the catgut is breaking on ligation, more easily.